Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise while the patient was on dialysis. There were no additional adverse patient effects. The device remains implanted.